Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she experienced unusual vaginal odor after using the tampons so she went to her obgyn. Obgyn did not perform tests and did not provide a diagnosis, but she was prescribed antibiotics. The odor continued after completion of the antibiotics. She went to the ER and had a vaginal exam. A piece of tampon was found inside her and removed. After removal of the tampon piece, the odor resolved.